Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study polar ice py003 it was reported that following a cryoablation the patient developed chest pain, shortness of breath (sob) and palpitations overnight. The next day, his wife called an ambulance and the patient was taken to the local hospital. He was admitted and an electrocardiogram (ECG) diagnosed atrial flutter. Bloodwork and chest x-ray was performed; the results were not reported. The patient's oral bisoprolol was increased from 2.5mg to 5mg and the symptoms settled by that evening. The patient was then discharged. The device is not expected to be returned for analysis.